Event description:
As reported, during a right inguinal hernia procedure when removed from the packaging, the 3dmax mid mesh was noted to be frayed and broken at the edges. It was reported, the surgeon was not able to implant the mesh and a new 3dmax mid mesh was used to complete the procedure. There was no patient harm or injury.

Manufacturer narrative:
As reported 3dmax mid edges were frayed and broken. Evaluation of the returned sample finds multiple cracks/tears in the edge seal of the mesh. One of the cracks/tears continues into the mesh. The condition of the mesh is consistent with that of a mesh that had been rolled or folded for attempted use. Based on the sample condition, the likely root cause is the edge seal was inadvertently damaged/ torn during attempted use. No manufacturing anomalies were found. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.